Manufacturer narrative:
The device has not been received for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following implant of this bioprosthetic valve, this device was explanted for unknown reasons. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that the device could not be implanted in the patient due to the patient's anatomy. The device was replaced with a new valve. No adverse patient effects were reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.